Event description:
Patient had major dissection of the left cca, due to complications resulting from improper usage / entry of the enroute arterial sheath. Fluoroscopy revealed a landing zone for our tcar procedure using micro-puncture sheath. Upon advancement of the enroute arterial sheath, resistance was noticeable. The physician immediately stopped advancement and noted that the dilator was not properly locked into the back of the arterial sheath. While reviewing under fluoroscopy, it was note that the cca had a major dissection to the juncture of the ica / eca. The physician decided to zip his purse string suture, re-stick the carotid more proximally to the clavicle, and attempt to compete the procedure using tcar endovascular technique. Upon further fluoroscopy, after second arterial access performed with enroute arterial sheath, the physician converted to cea. Post-procedure, the patient did not show any signs of neurological deficit.